Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2019 due to high blood glucose of 600 mg/dl. Yesterday the blood glucose was 500 mg/dl. The customer declined troubleshooting for the high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. There were positive results in ketones test nausea, vomiting, abdominal pain difficulty breathing. The insulin pump and reservoir will not be returned for analysis.